Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
Bd was made aware of a survey that was distributed to skilled nursing facilities using the veritor analyzer and assay for rapid detection of sars-cov-2. Survey results revealed that some facilities have potentially received false positive results while using bd rapid detection of sars-cov-2 veritor assay. Survey respondents stated they are sending positive samples for confirmation testing by pcr. Some of the sites participating in the survey stated they are testing asymptomatic and symptomatic patients and staff. Note: this test is not intended for use on asymptomatic patients. Attempts have been made to contact customers for additional information, bd has not received a response at this time. Eua#: (B)(4).

Event description:
Bd was made aware of a survey that was distributed to skilled nursing facilities using the veritor analyzer and assay for rapid detection of sars-cov-2. Survey results revealed that some facilities have potentially received false positive results while using bd rapid detection of sars-cov-2 veritor assay. Survey respondents stated they are sending positive samples for confirmation testing by pcr. Some of the sites participating in the survey stated they are testing asymptomatic and symptomatic patients and staff. Note: this test is not intended for use on asymptomatic patients. Attempts have been made to contact customers for additional information, bd has not received a response at this time. Eua#: (B)(4)

Manufacturer narrative:
Investigation summary this statement is to summarize the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number 0237227. Bd quality performs a systematic approach to investigate false positive/discrepant results complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. Initiated an investigation and testing were performed on the batch number provided. The reported issue was unable to be confirmed. However, there is a trend against false positive results. Bd has initiated CAPA (corrective and preventive action) # 1878253 to further investigate. The root cause could not be identified. Bd quality will continue to closely monitor for trends.